Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Visual/tactile inspection and microscopic analysis were performed. Examination identified a hypotube break 115.7cm proximal from the port exchange. The manifold/hub was detached from the delivery system and not returned for analysis. No other device issues were identified during returned product analysis.

Event description:
Reportable based upon device analysis completed 23may2024. It was reported that the device failed to cross the lesion. The 90% stenosed target lesion was located in a severely tortuous and severely calcified distal left anterior descending (lad) artery. A 2.50 mm x 30.00 mm agent dcb was advanced, but failed to pass through the lesion due to calcification. The procedure was completed with a different device and the patient was stable. However, device analysis revealed a hypotube break.